Manufacturer narrative:
(B)(4). Third party service technician evaluated the ventilator and was not able to verify customer's reported problem. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 108 hour extended tests at customer's settings. Vent passed troubleshooting final test, which includes alarm and ventilation functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that when their ltv 1200 unit set to default and being tested the sensitivity is beyond control and the unit constantly is autocycling. At this time, patient involvement is unknown.